Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, which was preventing exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary clinical procedure, and the procedure was completed as planned using low fluoroscopy. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposure. Upon troubleshooting, the fse reviewed the log file and found errors indicating issues with the tube cooler and an open clm switch. The led indicator for the cooler was off. To resolve the issue, the fse disconnected the clm switch cables and the cooler power supply, then reseated the cables and restarted the system. After rebooting, the cooler powered on as expected, and the led indicator turned on. The fse added oil to the system and aerated the hoses. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned by using low fluoroscopy, with no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.